Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was implanted without issue. The patient was in atrial fibrillation (af) during the procedure. Following the implant procedure, the patient complained of increasing breathing difficulty. The patient was given oxygen and transferred to the intensive care unit for observation. An hour later, the physician performed another check and discovered that the patient had a pericardial effusion. A minor perforation was the suspected cause. A chest tube was inserted to drain the fluid. Upon interrogation of the device, it was noted that the p-wave amplitudes had increased since implant to 0.3 mvolts. It was also noted that there was some farfield oversensing on the atrial channel with ventricular pacing. The physician concluded that the ra lead helix has slightly perforated the atrial wall. No additional adverse patient effects were reported. The ra lead remains implanted and in service.